Event description:
A client had reported they were infusing their tpn overnight and woke up covered in solution. The home patient was able to locate the fault in the tubing set as 12-14 inches past the micron filter. They report that the line had split in two. Additionally, the client reports that when they had opened the packaging they realized that the tubing was crimped at this site but upon visual inspection it appeared to be okay. There was no reported patient injury or medical intervention. Trending of the complaints system over the last 24 month period revealed two other reported complaints for product code, 2m986. The lot numbers are different than that identified in this case, but the nature of the complaints are similar.